Event description:
Surgeon was going to perform a lap band reposition utilizing a 5mm covidien sonicision cordless ultrasonic dissector and it was noted that there appeared to be metal shavings at the end of the dissector. This was noted when opening and was never added to the field.